Event description:
The avf cannot be disconnected from bloodline post treatment, causing blood loss to the patient. The process in (B)(6) for recirculation is as follows: stop the pump, clamp the arterial line and needle, disconnect the arterial line and use a syringe to flush the needle using 3cc of saline, connect arterial line to priming set to flush the arterial line back to the patient. Because the arterial line could not disconnect form the avf needle, the patient would lose app 300cc of blood. This happened to as many as 50 patients. They then began to use the former method of rinseback: the arterial avf and line would stay connected, clamp the arterial line above the saline t, squeeze the priming (saline) bag to return blood to the patient, move clamp to below saline t allowing saline to flow through the venous side. They are using the gambro machine and the phoenix bloodline. They are also experiencing leaks at the needle hub. No further information was provided.